Manufacturer narrative:
Corrected data device evaluated by manufacturer the biomedical engineer reported that the multigas unit was giving incorrect readings. The unit was in use on a patient, however no patient harm was reported. The unit was cleaned and evaluated. The reported problem of unit reading calibration gas parameters low was duplicated. The gas sensing unit was replaced to fix this issue. The unit was tested per the operator's/service manual. This unit operates to manufacturer's specifications. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Hold for jewel 11/13/2017

Manufacturer narrative:
Corrected data device evaluated by manufacturer the biomedical engineer reported that the multigas unit was giving incorrect readings. The unit was in use on a patient, however no patient harm was reported. The unit was cleaned and evaluated. The reported problem of unit reading calibration gas parameters low was duplicated. The gas sensing unit was replaced to fix this issue. The unit was tested per the operator's/service manual. This unit operates to manufacturer's specifications. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Hold for jewel 11/13/2017